Event description:
It was reported that the patient had to have surgery in (B)(6) 2012 due to ¿parts of her spine growing together and pushing on her spinal cord¿. The patient¿s legs were reportedly going numb. The patient¿s health care provider (hcp) reportedly told the patient if she didn¿t have surgery that she would be paralyzed. Following the surgery, the patient¿s legs were better. The patient then fell ¿about¿ a month ago and ¿about¿ two weeks ago her legs started to go numb again. The hcp recommended another MRI. The patient was to have an MRI of the lower and upper spine on (B)(6) 2013. The reporter was uncertain if the MRI was related to the pump therapy and it was stated, ¿they¿re not sure if maybe something moved in the last couple months¿ due to the fall. It was noted when the patient had an MRI before the surgery the hcp recommended that she had surgery right away and took place four days later. The device system was used to deliver bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).